Event description:
It was reported that the patient presented to the clinic for a follow-up visit. During the device check, it was noted that the pacemaker could not be programmed as intended. The device remained implanted and was reprogrammed to asynchronous mode. The patient will continue to be monitored and was in stable condition.